Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing. During a lead revision, the lead was tested, and no oversensing was seen. The left ventricular (lv) lead was tested in the rv port, and noise was observed, which resolved itself. The rv lead was then plugged into the lv port, and is still in use. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.